Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to corrosion on the j1000 component on the computer/analog board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functionality testing.